Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The cut electrode was confirmed and found to be dislodged. A review of the logs shows that the synchroseal instrument was used for about 40 minutes, and no electrodes shorted errors were seen in the e-100 generator logs, that would explain the thermal damage and subsequent deformation/melting of the heat stake.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive has received the synchroseal instrument associated with this complaint and completed investigations. Failure analysis investigations replicated and confirmed the customer reported complaint that the white tip inside the jaw came off during procedure. The cut electrode was observed to be partially lifted from the bottom jaw of the grip set, which was still attached at the base of the grips. The instrument was placed and drive on an in-house system. The instrument passed the recognition, engagement, and self-check tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, all 9 jaw ceramic dots were present at the tips. A review of the logs showed no failures. Additional observations not reported by the site was that the instrument had thermal damage on the cut electrode located on the bottom jaw of the grip set. Electrical continuity was tested and passed. The instrument was found to have abrasions on the grip tip which are commonly attributed to the user. The instrument was found to have a torn jaw cover at the proximal end. Missing material, measuring approximately 0.042" x 0.037" in size, was observed.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer-reported issue. The product has not been returned for evaluation. Therefore, the root cause of the customer-reported failure mode could not be determined. A follow-up MDR will be submitted if the device is received, and once failure analysis has completed their investigation. This is considered a reportable event due to the following conclusion: the instrument broke and a fragment fell inside the patient during a da vinci-assisted procedure. The fragment was retrieved during the same procedure with no report of patient impact. At this time, it is unknown what caused the breakage to occur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the white tip inside of the jaw of the synchroseal came off during the procedure. The fragment was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details were received as of the date of this report.